Manufacturer narrative:
On 5-jun-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jul-2020, the product investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. This is considered normal wear. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 325cc mentor memorygel breast implant prosthesis (left) and experienced postoperative right-sided breast cancer. The patient was diagnosed with left breast cancer in 2010. The patient underwent a left breast mastectomy and placement of a 325cc mentor memorygel breast implant on (B)(6) 2010. At the moment, no medical interventions were completed on the right breast. During (B)(6) 2020, the patient developed right breast cancer. As a result, the patient underwent a right breast mastectomy and placement of an allergan implant. At the same time, the left breast implant was explanted and replaced with an allergan implant. There were no issues reported regarding the left breast implant. Although the right breast did not have an implant in place during the new diagnosis of right breast cancer, the left breast had a mentor implant in place which we will have to consider as a potential factor to the new right breast diagnosis. It may be a possibility that the right breast cancer is the same as the left breast cancer. Therefore, follow-ups are in progress to obtain further information. Should more information become available, this case will be re-assessed and the complaint file will be updated.